Event description:
The rptr stated he got an er1 message about two weeks ago, when he got the error 1, he retested and got an error 5. He did check the confirmation dot on the back of the meter. He knew that his blood glucose was high. The following day and thereafter, his tests have been fine.